Manufacturer narrative:
B.5 additional information was received. H.6 code f01 and e0506 was removed due to new information that was received. The investigation has been completed. No product was returned for investigation. Anemia: the cause of the clinical symptom was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
Additional information was received. The pump was disposed and was unable to save the pump for further investigation. The information obtained was a medical doctor conversation prior to wean/explant of the impella 5.5. The hematoma that was mentioned by another clinical representative was present and subsided after removal of the impella cp, when the patient was escalated to impella 5.5. A computed tomography confirmed no presence of a retroperitoneal bleed which is what the team was concerned about during case support due to continued blood transfusions. There was no culprit bleed found. No hematoma or problems were from the impella 5.5 per medical team.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient was escalated from a impella cp to an impella 5.5. The escalated was successful. During impella 5.5 support, there was suspected bleeding from old groin sites, one of them being the old impella cp site. A computed tomography was done and no retroperitoneal (rp) bleed was found on either side. Multiple transfusions were been given. Continuous renal replacement therapy and a ventilator was required due to continued transfusions. Vascular was consulted, however, no surgical intervention was needed. Anticoagulation has been stopped due to slight bleeding noted on the computed tomography. There was also noted on field service notes of continued anemia requiring multiple blood transfusions. In addition to doctor's comments noted of suspected rp bleed, since transition to impella 5.5. The impella 5.5 was successfully weaned and explanted.